Manufacturer narrative:
Analysis noted lead fracture at 8cm from the connector pin, due to fatigue. This fracture is consistent with the observation from the field of high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that high capture threshold and high impedance were observed. Exit block was noted. Lead was explanted and replaced.